Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for an unknown number of patient samples. Data was only provided for pro-bnp for one patient sample. The original result was 18 pg/ml and was reported outside the laboratory. The sample was repeated and the result was approximately 49,000 pg/ml. The repeat result was believed to be correct. The customer was not aware of any adverse effect to the patient. No adverse event was reported. The reagent lot was 118465. The expiration date was requested, but was not provided. It was noted the customer was using the 13x100 ml tubes without the recommended sample tube rack adapters. The field service representative found the probe alignment was off center and he aligned the probe to the sampling position over the center of tubes. He checked the alignments and the customer ran controls and samples. The field service representative watched the sample alignments.